Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that ranged from 250 mg/dl to a bg level that was displayed as "high" on the continuous glucose monitor. Additionally, the customer experienced high ketones. Bg cause was unknown. A correction bolus was administered to address bg.